Event description:
It was reported that the device was found to be in backup hardware reset mode with no backup defibrillation operation (bdfo). The device was restored to normal operation. The cause of the backup mode was unknown. The patient was asymptomatic.